Event description:
It was reported that the patient received effective therapy on one side only. It was noted that the lead showed on electrode was out-of-range and the patient did not want lead replacement. Additional information received reported that the patient had a revision of an extension because of many out-of-range electrodes but the patient specified that they did not want a lead revision. It was noted that after the extension replacement, the lead had still one electrode out-of-range. It was noted that the patient had been reprogrammed after surgery with the electrodes that were still functional. It was noted that the patient was getting good coverage on one side only but was okay with that and according to the patient decision of not going through a lead revision. It was noted that there was no news regarding how the patient was doing now.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).